Event description:
Additionally healthcare professional reported "bakers grade 4 capsular contracture". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified crease fold, deformation, and cloudiness/bubbles in the gel observed after autoclave disinfection process. Weight measurement of the device identified device weight was within specification. Based on the device analysis the final assessment was no issues found related with the manufacturing process, and no openings or issues related to rupture were observed. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture and capsular contracture, baker grade IV.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side rupture. Device remains implanted.